Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, restenosis occurred. The target lesion was located in the distal right coronary artery (rca). An unknown type and size taxus stent was implanted in 2006. After an unspecified type angiography confirmed in-stent restenosis of the taxus stent. A 32x2.25mm promus element stent delivery system (sds) was advanced to the lesion and the stent was deployed to treat the restenosis. No additional patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
If implanted give date- 2006. (B) (4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).